Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During a laparoscopic appendectomy, there was an increased bleeding from the staple line. An esu (electrosurgical unit) was used to cauterize edge of staple line. There was a temporary patient injury.